Event description:
I am using abbott labs constant glucose monitoring products - free style products for many years, almost since 2020 - from version 1. But it seems abbott has become greedy and trying to create newer versions and getting the production done overseas and quality is very subpar. There was a recall of freestyle libre 3 plus sensors that I am having in (B)(6) 2025. I got the letter from cvs pharmacy that some of the sensors that I have are faulty - they show low glucose reading even if that is not the case. I had 9 such sensors. Now both abbott and cvs smartly pass the blame, responsibility of identifying the recalled sensors and its replacement to the customers/patients. As I got via insurance, it was a very complex process. Like, find out the dates, how much I paid vs how much insurance paid and above all go thru very annoying process of dealing with abbott's folks. (Whenever they have to provide replacement, they make sure that it is not completed via web - but handled via human, who will make patient's life miserable and ask so many questions to get some answer to somehow deny the patient the replacement). I have to deal with such bad issues with their support on two occasions on (B)(6) 2026 and then on (B)(6) 2026-both the times I escalated. They sent me the email, I provided product serial #, authorization to speak to cvs pharmacy. Worst thing, the replacement they provided was also faulty. Essentially this is the fault, that even the replacement was showing low glucose reading. I compared it with onetouch fingertip device. I have recorded both the calls. Unnecessarily. Abbott customer service is really harassing the customers. How come FDA hasn't taken any action against abbott? Already reported this to (B)(6) attorney general. I am not looking for replacement, as replacement are also not reliable but refund. If while doing the refund, I need to wait and during the wait sensors expire it should still be refunded as the delay is caused by abbott. Free libre 3 plus sensors are faulty; often shows low glucose reading and they have alarms to wake you up or even otherwise. This alarm cannot be suppressed; it can tell others around you that you have diabetes (phi or hippaa violation) also. Pt code: 4582. Device codes: 1535, 1559 and 1420. Reference reports: mw5186134, mw5186135, mw5186136, mw5186137, mw5186138, mw5186139, mw5186140, mw5186142.